Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of acute respiratory failure with inability to anticoagulation. The deployed filter was placed via the femoral vein at the level between 1st and 2nd lumbar spines. Approximately two years, eight months post filter deployment, the patient presented with complaints of abdominal pain. A CT of the abdomen and pelvis revealed the tines of the deployed ivc filter extending outside the confines of the ivc. Approximately three years post ivc filter deployment, the patient presented for retrieval of the ivc filter. CT scan revealed protrusion of the ivc struts outside the ivc. Right jugular vein accessed, ivc retrieval system with nosecone was unsuccessful in retrieval due to embedment of the filter¿s hook in the wall of the ivc. Using forceps and after several attempts the filter tip was engaged and filter retrieved. Upon inspection of the filter one strut was missing. Abdominal x-ray indicated retained strut in the abdomen. Venogram indicated the strut outside the vein. It was determined retrieving the strut may be harmful to the patient, the procedure was terminated. Patient tolerated the procedure well. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years, eight months post filter deployment, CT revealed the tines of the ivc filter extending outside the confines of the ivc. Approximately three years post ivc filter deployment, CT revealed protrusion of the ivc struts outside the ivc. Additionally, retrieval attempt was unsuccessful due to embedment of the filter¿s hook in the wall of the ivc. Using forceps and after several attempts the filter tip was engaged and filter retrieved. Upon inspection of the filter one strut was missing. Abdominal x-ray indicated retained strut in the abdomen. Therefore, the investigation can be confirmed for perforation of the ivc, retrieval difficulties, limb detachment, and filter tilt. Per the medical records, the filter hook was embedded in the wall of the ivc. This likely contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2016), (manufacturing date: 05/2013), (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded the wall of the ivc; a detached limb migrated to the abdomen. The device was removed percutaneously. The patient experienced pain and in the neck and back, however, the status of the patient is unknown.